Manufacturer narrative:
The device ro 08 003 has been inspected for investigation purpose. The tests performed confirmed that a use error caused the observed issue. The internal complaint reference is the following: (B)(4).

Event description:
It has been reported that during a surgery that it was not possible to fix the support arm to the head holder adaptor. The surgeon placed the patient head in its usual position. This position did not allow the link between the support harm and the head holder. The device was fixed to the floor. No patient impact was observed.